Event description:
Customer reported two false positive results. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.

Manufacturer narrative:
Controls were run and results were within range. Each result was confirmed as negative by ultrasound and pelvic exam. MFR unable to confirm complaint with internal testing.